Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the product inspection results, olympus confirmed the cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported endoscope cutting wire broke during energization. The issue occurred during a therapeutic endoscopic sphincterotomy procedure that was completed with a similar device. There was no report of patient harm.